Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results with a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was 18.25 pg/ml. The repeat result on a roche poc system was 1934 pg/ml. The repeat result was deemed correct. No erroneous result was released outside the laboratory.

Manufacturer narrative:
Calibration and qc data were acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.